Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen had a black circle with stripes of red and other colors. Reportedly, the touch screen had what appeared to look like "ink blots" and missing/stuck pixels that blocked graphics and text. Additionally, an unspecified alarm occurred but specifics to alarm could not be identified due to the display damage. There was no reported impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.